Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delay, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.